Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10115 et tube,cf,7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the inflation line was loose from the tube. The notch on the tube appears slightly stretched upward which is an indication that the inflation line might have been pulled out of the tube. However, it could not be determined what caused this issue to occur. Since the sample was returned out of its original packaging, it could not be confirmed if the inflation line was loose when it left manufacturing. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. The inflation line of the returned et tube was returned loose from the et tube. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, it is unlikely that this type of damage was present at the time of manufacturing. The root cause of this complaint issue is unknown. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that: "patient was intubated with 7.0 endotracheal tube due to being placed under general anaesthesia. Patient's saturations dropped to 18% while the patient was blue in colour when it was noted that a piece of the et tube had come off and was on the floor. Doctor pulled the endotracheal tube that was in place and re-intubated the patient with another endotracheal tube. Patient's saturations went back to normal limits at that time. The patient has since been discharged home and in reported as being fine."